Event description:
It was reported the patient was receiving unwanted bilateral coverage. The patient underwent surgical intervention where his paddle lead was replaced with two percutaneous leads, which resolved the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.